Event description:
This case was initially received via regulatory authority (B)(6) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic periods"), ankylosing spondylitis ("ankylosing spondylarthritis"), drug-induced liver injury ("drug-induced (B)(6)") and sjogren's syndrome ("sjogren's syndrome") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2013, the patient experienced depression ("minor depression"). In (B)(6) 2017, the patient experienced drug-induced liver injury (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), cervical radiculopathy ("cervical neuralgia"), sciatica ("sciatic pain"), periarthritis ("shoulder periarthritis ; hip periarthritis"), tenosynovitis stenosans ("de quervain's tendonitis"), sacroiliitis ("sacroiliac inflammation"), musculoskeletal stiffness ("spinal stiffness ; finger stiffness"), fatigue ("severe chronic fatigue"), ankylosing spondylitis (seriousness criteria disability and medically significant), insomnia ("difficulty sleeping"), dry mouth ("mouth dryness"), dry eye ("eye dryness"), photophobia ("sensitivity to light"), gastritis ("gastritis"), intervertebral disc protrusion ("herniated disk") with cervicobrachial syndrome, sjogren's syndrome (seriousness criterion medically significant), weight increased ("20 kg weight gain in four years") and hypersensitivity ("already highly allergic (nos)"). The patient was treated with escitalopram oxalate (seroplex), adalimumab (humira) and surgery (planned removal via total hysterectomy). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, cervical radiculopathy, sciatica, periarthritis, tenosynovitis stenosans, sacroiliitis, musculoskeletal stiffness, fatigue, ankylosing spondylitis, depression, insomnia, dry mouth, dry eye, photophobia, gastritis, intervertebral disc protrusion, drug-induced liver injury, sjogren's syndrome, weight increased and hypersensitivity outcome was unknown. The reporter provided no causality assessment for ankylosing spondylitis, cervical radiculopathy, depression, drug-induced liver injury, dry eye, dry mouth, fatigue, gastritis, hypersensitivity, insomnia, intervertebral disc protrusion, menorrhagia, musculoskeletal stiffness, periarthritis, photophobia, sacroiliitis, sciatica, sjogren's syndrome, tenosynovitis stenosans and weight increased with essure (ess205). The reporter commented: ankylosing spondylarthritis diagnosed after selling my company because I was unable to continue my activity despite 12 infiltrations that year and daily anti-inflammatories. In (B)(6) 2017: drug-induced hepatitis and all treatments stopped. Her gynecologist, general practitioner and rheumatologist and she have decided to remove the implants via total hysterectomy as soon as her condition permits (currently risk of infection too high). In the interim, she must also do contact allergy tests for the metals found in the implants because she is already highly allergic. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-feb-2018 for the following meddra preferred term: menorrhagia ¿ analysis in the global safety database revealed 635 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.